Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. In addition, do not start to use your pump before you have been appropriately trained on its use by a certified trainer or through the training materials available online if you are updating your pump. Consult with your healthcare provider for your individual training needs for the pump. Failure to complete the necessary training on your pump could result in serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a low blood glucose (bg) of 29 mg/dl that required intervention from emergency medical services (ems), who administered a glucagon injection to address low bg. Customer had self-started on the pump prior to receiving training and had incorrectly set the pump's basal rate. In addition, customer was not using the continuous glucose monitor and control iq feature. Reportedly, customer reached out to diabetic educators who assisted in adjusting settings. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustments.